Manufacturer narrative:
Based on the claim against the product by the customer noting recurring activation interrupted message on the integrated electrosurgical unit (iesu), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu. The parts were replaced to correct the reported problem to address the error code c00 and c33. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair. This complaint is being reported due to the following: during a da vinci-assisted surgical procedure, the customer received multiple errors related to the iesu and had to change to a different generator to resolve the issue. The procedure was ultimately converted to an open procedure due to patient anatomy.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the site called in after the case was completed to report they keep getting activation interrupted message on the integrated electrosurgical unit (iesu) generator. The site said they are getting a c-00 error code. The technical service engineer (tse) viewed error logs and saw a c-33 error code. The tse recommended rebooting the iesu, but the error remained. A hard reboot was performed on the iesu, but the error remained. The site said the case was completed but they did convert the case to open due to the patient¿s anatomy. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.